Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: (remove health professional), h6: (component code is being corrected to "3123-tip") and h6: (medical device problem code is being corrected to "2907 - detachment of device or device component"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to thermo-mechanical fatigue, wear and tear, or improper handling (impact, shock). However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: before using the product, the warning notices in the instructions for use should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, had the ceramic tip fall off. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.